Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: unknown. Device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for broken/cracked cap connector with the incident lot was observed. Confirmed. The sensor was exchanged with a new one. The sensor program was also modified so the sensor malfunction will be detected.

Event description:
It was reported that the cap of the connector of the bd vacutainer® safety-lok blood collection set was cracked and broken. No injury or medical intervention reported.